Event description:
An impella 5.5 device was inserted via right direct surgical access in a 48-year-old male patient undergoing elective placement. The patient had a history of coronary artery disease. At the conclusion of the surgical case, bloody urine was noted in the foley catheter bag. The reported hematuria may be associated with perioperative factors, anticoagulation requirements, and other patient-specific conditions. Hematuria is a known potential risks associated with impella support as described in the instructions for use.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (hematuria): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b updated. The investigation is ongoing.